Manufacturer narrative:
(B)(4).

Event description:
Registered nurse contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient hardware failure on (B)(6) 2014. Registered nurse was advised to reset device. Registered nurse did not report any injury or medical intervention at the time of contact with dexcom technical support.